Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-10. H6: investigation summary: 2 samples were returned to sbdm. Sbdm had inspected the complaint sample & house samples, found that there was no alarm (no issue) by using pumping machine. However, sbdm found that the surface condition of the complaint sample was rougher than retention samples. And it was occurred by temporary malfunction of the air regulator of extruding machine or operation mistake by line workers. In conclusion, the likely cause is that the bad condition of tube surface on the complaint sample caused alarm on the customer`s i.v set pumping machine. Sbdm review the manufacturing record of complaint sample (lot no. 2102041), there is no issue while manufacturing. H3 other text : sere h10.

Event description:
It was reported that 3 IV set an122 w/o pump t-type experienced eccentric/out-of-round silicone tubing pump segment/wall thickness outside specification. The following information was provided by the initial reporter: an122 IV set's fluid line material is different, so an alarm sounds when connected to an infusion pump.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 IV set an122 w/o pump t-type experienced eccentric/out-of-round silicone tubing pump segment/wall thickness outside specification. The following information was provided by the initial reporter: an122 IV set's fluid line material is different, so an alarm sounds when connected to an infusion pump.